Event description:
It was reported that the maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: I have a product concern from our clinical team in IV therapy on product mp5303-c lot 20015080. They returned 1 item to me with the following concern ¿as she was getting ready to start an IV, she attempted to prime the extension set and found it very difficult to prime (she brought the extension set to me and I can confirm that it required a very hard flush to even prime the tubing). There were no obvious kinks in the tubing.¿ they attempted to try a new flush and could not use this extension tubing because it was so difficult to flush.

Manufacturer narrative:
It was reported that tubing failed to prime. Received was one used extension set model mp5303-c lot 20015080 with the original packaging. Attached to the set¿s injection port was one 10ml excelsior zr flush syringe (lot 20bja065 exp 2022-02-01, 0.9% sodium chloride with 2ml of fluid inside). The set and syringe were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the set had been partially primed with clear fluid. No anomalies were observed during initial visual inspection. Functional testing was performed by flushing the set using the as-received syringe. One 18g cannula was attached to the set¿s male luer. The syringe plunger was gently depressed and fluid exited the set with no signs of resistance. The syringe was detached and filled with blue dye water to be loaded into a lab syringe module for a syringe infusion. The infusion was programmed at a rate of 10ml/h and vtbi of 10ml. The infusion completed with no occlusion alarms or any issues. The set was pressure tested while submerged underwater (per dir #10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or anomalies were observed. Equipment used (testing performed on 20aug2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021. - 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021. - 8100 alaris system syringe, eq08313, calibration due date: 04aug2021. A device history record for model mp5303-c with lot number 20015080 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 04jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: I have a product concern from our clinical team in IV therapy on product mp5303-c lot 20015080. They returned 1 item to me with the following concern ¿as she was getting ready to start an IV, she attempted to prime the extension set and found it very difficult to prime (she brought the extension set to me and I can confirm that it required a very hard flush to even prime the tubing). There were no obvious kinks in the tubing.¿ they attempted to try a new flush and could not use this extension tubing because it was so difficult to flush.